Event description:
An aneurx stent graft device was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after successfully deploying the stent graft at the intended lesion, the quick disconnect button would not disengage; however, the physician was able to remove the delivery catheter from the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Quick release button difficult to disengage. Results: quick release button. Device was discarded by the user facility.